Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-01250/-03505 & 2014-02131/-02132).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced. It was further reported that no reason for patient's alleged pain could be determined during revision. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, a right revision procedure was performed on (B)(6) 2013 and a left revision procedure on (B)(6) 2013, due to patient allegations of pain, metallosis, and staining of periarticular tissues. The acetabular cup and modular head were removed and replaced in both the right and left revision procedures.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced. It was further reported that no reason for patient's alleged pain could be determined during revision. Additional information received from patient's legal counsel reports patient underwent right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, a right revision procedure was performed on (B)(6) 2013 and a left revision procedure on (B)(6) 2013 due to patient allegations of pain, metallosis, and staining of periarticular tissues. The acetabular cup and modular head were removed and replaced in both the right and left revision procedures. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to metallosis. The patient's operative report noted synovitis and metallosis. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2013 was due pain. The patient's operative report noted metallosis with black staining of surrounding tissues. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.